Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A device history review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed since the complaint notification states that the suture was interacting with a capio device also no product sample was sent for analysis nor batch number to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first suture was placed with no issues. Upon placing a second suture, the surgeon reported it felt like the click was not normal then noticed that the dart had become lost inside the patient. They tried using an image intensifier to locate the dart and palpation, but both were unsuccessful.